Event description:
A malfunction with code malf 12 was reported by the customer, who did not experience any adverse impact on their blood glucose level. Technical support was unable to provide instructions for resetting the malfunction as the customer lacked access to the charging pad; the customer intended to follow up with technical support when ready to complete the reset.